Event description:
It was reported that the patient had a loss of therapeutic effect. For the last two days, when the patient would stand up she would get soaking wet. She was currently at program 4 at 2.4, she was previously at 2.25. The patient fell off the curb last week and hurt her knee. The patient can feel stimulation in the vaginal area, but it would come and go. The device was working up until 2 days ago. Additional information received reported the patient was constantly urinating and having heavy wetting episodes. The patient fell down the stairs on (B)(6). The program was changed from group 4 to group 1, to 2.45, and the patient was going to try the new settings. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their physician and company representative to resolve the issue. Appointments of (B)(6), 2012 were reported by the patient. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# v941208, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).